Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a therapy electrode recognition test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the pulse wire was intermittently open between the distribution node (dn) and ECG b. The cause of the test failure was the open pulse wire. The root cause for the intermittently open pulse wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.